Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The device related to the reported event of deflation was received on july 09, 2019, with lot number 1842797 visual analysis of the returned device identified; opening linear on radius, creases flat and opening curved on anterior. The reason for reoperation is implant exchange. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.